Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from eleven months to trigger elective replacement indicator (eri), within four months. A replacement procedure is planned to be performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.